Event description:
Customer ran hct thb samples on suspect analyzer. Hct=31.7 and thb=9.7, split sample results hct=30.4 and thb=9.7. Second sample ran and hct=5.9 and thb=28.5, split sample results hct=27.2 and thb=8.8. Per account, calibrations and quality control results were within range. No report of pt being treated for these results.